Manufacturer narrative:
Manufacturer narrative: the biomedical engineer states that the bsm (bedside monitor) is in communication loss. Customer was asked to use a known working network card, however when tried, the network card did not work. Customer would like to send the device in for evaluation and repair. Customer would like to order 3 network cards and was assisted on how to pick the ip's. The customer did not return the device to nihon kohden for evaluation. The customer purchased three new network cards which resolved the issue reported with the device. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reports that multiple telemetry units on the cns (central monitoring system) go into intermittent signal loss shortly after construction in the hospital was done. Attenuators were installed by nihon kohden which improved the signal, but now the problem exist in another area of the hospital. The customer stated that they want someone to visit the location and analyze/test to help resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that multiple telemetry units on the cns (central monitoring system) go into intermittent signal loss shortly after construction in the hospital was done.